Event description:
A n290 pulse oximeter was providing readings of 100% without any pt sensor connections.

Manufacturer narrative:
Investigation of this report is currently in progress. At this time the device is not available for eval. Nelcor has requested to have the device returned for eval.